Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2010051 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Called in because she took 4 tests and claims 2 are invalid. She followed the instructions exactly and dispensed the 4 drops into the correct area of the cassette. She would like replacement kits. The kits were purchased at cvs. Picture provided.